Event description:
It was reported that during a surgical procedure at the user facility that the outer metal sheath of the cannula remained in the patient's pedicle as the physician tried to remove the device. The procedure was completed successfully and no injuries or additional adverse consequences were reported; however, the device material left behind took 45 minutes to remove.

Event description:
It was reported that during a surgical procedure at the user facility that the outer metal sheath of the cannula remained in the patient's pedicle as the physician tried to remove the device. The procedure was completed successfully and no injuries or additional adverse consequences were reported; however, the device material left behind took 45 minutes to remove.

Event description:
It was reported that during a surgical procedure at the user facility that the outer metal sheath of the cannula remained in the patient's pedicle as the physician tried to remove the device. The procedure was completed successfully and no injuries or additional adverse consequences were reported; however, the device material left behind took 45 minutes to remove.